Event description:
The pt reportedly is experiencing sound quality issues. Testing showed that the pt's device is functioning. Programming adjustments were made, however, this did not resolve the issue. CT scan showed that the electrode array was extruding. Surgery to explant the pt's device will be scheduled.